Event description:
On 12/14/2022. It was reported by a sales representative via sems that a ar-9811 apollorf ablator electrode fell off. This occurred during a case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photo provided. The most likely cause for the reported failure can be attributed to a manufacturing issue.

Event description:
Additional information was provided on 12/15/2022 where it was reported by a sales representative that this event occurred during a shoulder, rotator cuff, and subacromial decompression on (B)(6) 2022. The broken fragment was retrieved from the patient. The case was completed using an ar-9821. It was noted the device broke within 5 minutes of being in use.